Event description:
It was reported that the lead was explanted due to unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: baa076695v no anomalies found; full lead returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found; full lead returned for analysis.